Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it not initiating external oxygen (fraction of inspired oxygen) was confirmed. Ventec replaced the metering valve cable to resolve the reported issue. An issue with this cable could potentially impact the device's ventilation output. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the white wire of the metering valve cable was open.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed an issue that resulted in its external oxygen (fraction of inspired oxygen) not initiating. Additionally, the issue could potentially lead to no ventilation output. There was no patient involvement associated with the reported event.